Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The inserter was returned stuck to the threaded hole of the shell, confirming the event. The inserter gears were missing teeth. Root cause of the event was most likely attributed to wear and excessive force; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Additional event for this patient reported on medwatch number 1825034-2016-02080. Device requested, not yet received

Event description:
During a procedure, the inserter would not release the cup. This resulted in the cup being removed and contributed to 30-40 minute delay in procedure.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.